Event description:
It was reported that during a rotator cuff repair, the tip of the device broke off inside the patient. The piece was not retrieved. The initial reporter (sales rep) was not the rep for this account at the time of the event. He became aware of this event several weeks after it occurred. No further patient information was available at the time of this report or made available in response to follow-up requests with hospital staff. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. The cause of the event could not be determined from the information available and without device evaluation.